Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The primary reverse procedure employed tornier implants, including the shoulder ID baseplate and perform humeral. The observed baseplate failure is attributed to likely over-lateralization, stemming from the thickness of the shoulder ID baseplate and a lateralized glenosphere.

Manufacturer narrative:
Corrections: the FDA registration number was 0001649390 - te (blooming) but should have been 3000931034 - te mtbonnot. D3 legal manufacturer. G1 manufacturing site.

Event description:
The primary reverse procedure employed tornier implants, including the shoulder ID baseplate and perform humeral. The observed baseplate failure is attributed to likely over-lateralization, stemming from the thickness of the shoulder ID baseplate and a lateralized glenosphere.